Event description:
It was reported that the device had an intermittent warm/cold boot. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the intermittent boot issue. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.